Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported device damaged by another device (caused damage) appears to be related to procedural conditions, and due to this second clip interacting with the first implanted clip, causing slda of the first implanted clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted two mitraclips were previously implanted, but the patient returned to the hospital due to progression of disease. An nt clip ((B)(6)) was inserted and deployed on the mitral valve. To further reduce mr, a second xt clip ((B)(6)) was inserted. However, during placement of the second clip, it interacted with the first implanted clip. The first implanted clip dislodged and detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase. The second clip was repositioned and deployed. Mr worsened to a grade of 4. There was no clinically significant delay in the procedure. Subsequent to the initially filed report, additional information was received stating to stabilize the slda, an additional clip was attempted but unable to be deployed.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted two mitraclips were previously implanted, but the patient returned to the hospital due to progression of disease. An nt clip (30724r1080) was inserted and deployed on the mitral valve. To further reduce mr, a second xt clip (30612r1031) was inserted. However, during placement of the second clip, it interacted with the first implanted clip. The first implanted clip dislodged and detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase. The second clip was repositioned and deployed. Mr worsened to a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.